Event description:
It was reported that this inflatable penile prosthesis was removed as the device was not maintaining its rigidity once it was filled. Fluid loss was identified as there was no fluid in the reservoir. A new inflatable penile prosthesis was implanted. The old reservoir remained in situ on the left side. No patient complications were reported.